Manufacturer narrative:
(B)(4). It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day following the implant procedure, the threshold measurements on the right ventricular (rv) lead had increased. After reviewing the x-ray, it appeared the rv lead had dislodged. As a result, a revision procedure was scheduled. During the revision procedure, it was noted the active fixation helix was not suitable for the state of the patient's cardiac muscle and the lead could have dislodged for anatomical reasons. A new tined rv lead was successfully implanted. No adverse patient effects were reported.